Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was inconclusive due to poor sample condition. One two-piece groshong nxt connector assembled with the catheter was returned for investigation. The catheter appeared to have been trimmed. The catheter extended 0.9 cm past the strain relief sleeve. The distal segment of the catheter was not returned. One photograph depicting a 4fr s/l groshong nxt clearvue catheter was also returned. The depicted device was implanted in patient. The connector and a section of tubing was visible. A red circle had been inscribed around the catheter tubing between the connector and the insertion site. The drape beneath the catheter exhibited a wet region. The catheter segment corresponding with the circled region in the photo was not returned. The distal end of the catheter was clamped. No leaks were observed during infusion and pressurization. Microscopic observation of the catheter segment present and extension tubing did not reveal apparent damage. Since no leaks were observed on the returned sample and the distal segment of the catheter was not returned, the complaint is inconclusive. A lot history review (lhr) of redn2201 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter placement was performed on (B)(6) 2019. It was found during catheter maintenance on (B)(6) 2019 that there was no tube-sealing fluids inside the extension tube. The clinical personnel suspected this was caused by a problem with the extension tube since the tube was sealed in accordance with the relevant requirements during the last maintenance.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 4fr s/l groshong nxt clearvue catheter. The depicted device was implanted in patient. The connector and a section of tubing was visible. A red circle had been inscribed around the catheter tubing between the connector and the insertion site. The drape beneath the catheter exhibited a wet region. While catheter damage was not confirmed in the photograph, the wet region of drape suggested that device leakage may have occurred. Inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and tensile (pulling) damage. A lot history review (lhr) of redn2201 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter placement was performed on (B)(6) 2019. It was found during catheter maintenance on (B)(6) 2019 that there was no tube-sealing fluids inside the extension tube. The clinical personnel suspected this was caused by a problem with the extension tube since the tube was sealed in accordance with the relevant requirements during the last maintenance.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn2201 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter placement was performed on (B)(6) 2019. It was found during catheter maintenance on (B)(6) 2019 that there was no tube-sealing fluids inside the extension tube. The clinical personnel suspected this was caused by a problem with the extension tube since the tube was sealed in accordance with the relevant requirements during the last maintenance.